Event description:
Customer reported unit will not power on. They have replaced batteries with new supply. The battery springs have no corrosion or damage and no other physical damage was reported by the customer. The customer did not provide a date when this was discovered and no pt incident or injury was reported.

Manufacturer narrative:
Evaluation codes: results: evaluation of the returned unit confirmed that the unit does not power up when using new batteries. Corrosion due to battery leakage was also found on the battery springs and flat contacts. Note: instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm form use immediately. Do not use the alarm if battery damage has been detected. (B)(4).